Manufacturer narrative:
The complaint evaluation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 13531ui00 was evaluated using world wide data. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Trending review determined no adverse trend for the issue for the product. Ticket search by lot does not indicate that the reagent lot performs contrary to historical data. Device history record review on lot 13531ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Based on the evaluation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I lot number 13531ui00 was identified.

Manufacturer narrative:
This report is being filed on an international product list 3p25, that has a similar us product distributed in the us, list 2r98. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat high sensitive troponin-I of 97.7, 67.8 ng/l on sid (B)(6). The sample was centrifuged and rerun with negative results of 16.6, 19.09 ng/l. The account uses a cutoff of <35 ng/l. No impact to patient management was reported.